Event description:
Revision of revision dislocation of knee + 6 months conversion to hinge. No implants available.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical group concluded, no clinical supporting documents were provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.